Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of 425 mg/dl. The customer treated the high blood glucose with a bolus from the insulin pump. Customer reported having scar tissue and that one infusion set had a bent cannula. The customer also reported having infusion set tubing caught and being pulled out. The customer was not using a sensor during the high blood glucose. The customer was assisted with troubleshooting for bent cannula. Customer was advised the infusion set will be replaced and is returning infusion set for analysis. The insulin pump will not be returned for analysis.